Manufacturer narrative:
D10: concomitant products: a227122 - (B)(6) - small headed sharp pin, 1 1/8" 4 pack. 6120376 - (B)(6) - 3" trocar, mod. Hex 2pk. S381504 - (B)(6) - threaded pin size 2.3 collared 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 17 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and stiffness. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.